Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The dfu states "warning: stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended". Ulceration, bleeding and death are identified in the directions for use as anticipated complications of the use of the device. Based on the evaluation conducted and the details of the complaint, the most probable root cause classification is user/use error.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in a patient during an esophagogastroduodenoscopy (egd) procedure (exact date unknown). There were no issues during the stent placement procedure. According to the complainant, the indication for the stent placement procedure was as a bridge to surgery due to dysphagia from a malignant obstruction in the esophagus. The stent was reportedly implanted 3 months prior to (B)(6) 2013. The patient was undergoing chemotherapy and radiation treatment while the stent was in place. During a planned exploratory egd procedure on (B)(6) 2013, one week prior to the scheduled stent excision surgery, the physician noted an ulcer at the distal portion of the stent. The patient had not been experiencing any issues or symptoms prior to the egd and no bleeding was noted. There were no issues noted with the stent. The physician removed the stent and the patient was advised to go on a liquid diet and sent home in anticipation of surgery on (B)(6) 2013. According to the implanting physician, the stent, along with the radiation and chemotherapy, most likely contributed to the ulcer. On (B)(6) 2013, the patient was brought to the emergency room at a different facility with bleeding. The patient passed away on (B)(6) 2013. The sequence of events leading up to the patient¿s death is unknown; however it was reported that the patient expired due to hemorrhage. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in a patient during an esophagogastroduodenoscopy (egd) procedure (exact date unknown). There were no issues during the stent placement procedure. According to the complainant, the indication for the stent placement procedure was as a bridge to surgery due to dysphagia from a malignant obstruction in the esophagus. The stent was reportedly implanted 3 months prior to (B)(6) 2013. The patient was undergoing chemotherapy and radiation treatment while the stent was in place. During a planned exploratory egd procedure on (B)(6) 2013, one week prior to the scheduled stent excision surgery, the physician noted an ulcer at the distal portion of the stent. The patient had not been experiencing any issues or symptoms prior to the egd and no bleeding was noted. There were no issues noted with the stent. The physician removed the stent and the patient was advised to go on a liquid diet and sent home in anticipation of surgery on (B)(6) 2013. According to the implanting physician, the stent, along with the radiation and chemotherapy, most likely contributed to the ulcer. On (B)(6) 2013, the patient was brought to the emergency room at a different facility with bleeding. The patient passed away on (B)(6) 2013. The sequence of events leading up to the patient¿s death is unknown; however, it was reported that the patient expired due to hemorrhage. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Ulceration, bleeding and death are known complications associated with the use of this device, and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.